Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), blood in/on helix mechanism (sleeve head) and in/on helix mechanism.

Event description:
It was reported that the helix got stuck in the retracted position when the physician was attempting to reposition the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.